Event description:
In 2010, I had triple hernia surgery using the proceed mesh lot# bgj400. In 2013, it fell apart, resulting in another surgery. In 2013, I had that mesh removed and replaced with another proceed mesh lot# elg277. Now this mesh is infected causing an abscess, and now I have to have another surgery to remove it.